Event description:
A blood leak occurred around 15 minutes after the start of treatment in 2001. The leak occurred at the second reuses. The blood contained in the dialyzer was not returned to the patient and it was discarded. Approximately 100cc blood was lost. The patient is well and no medical treatment was given to the patient. Other 11 cases of leaks were reported from this facility.